Manufacturer narrative:
The valve was returned to the distributor who submitted it to an independent surgeon, dr (B)(6), for further evaluation. Dr's (B)(6) findings are a confirmation of the thrombosis reported by the surgeon, plus that the clot was not in the hinges. Photos were provided. Because of the independent review, the valve is not needed for further evaluation, as it is deemed there is nothing further to learn. Therefore, a follow-up report is not required.

Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Patient presented with atrial fibrillation, had pulmonary edema, was class 4 disabled. Previous mitral valve from 1991, then the current valve in the patient was put in (B)(6) 2008. Patient regarded as having good anticoagulation compliance but difficult to control inr. Per surgeon operative notes, surgeon states: "one leaflet of the mechanical prosthesis was covered by a thin layer of fresh clot. This was now extending towards the second leaflet." Per aats/sts guidelines, thrombosis is defined to be valve-related. Replaced with a tissue valve. Patient recovered the surgery. Transferred to ICU in stable condition. Died early the next morning. Anesthesiologist attending her said he could not ventilate her adequately. Her bp dropped to 60 systolic. No other details.